Event description:
It was reported via phone call, that the act button on the insulin pump is unresponsive. It was also reported that there was a black circle on the insulin pump screen. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No lost sensor alarm or battery alarm could be verified due to the unresponsive keypad. The insulin pump was received with broken battery tube threads, a broken belt clip slot, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.